Manufacturer narrative:
According to the available information the inflatable device was revised on (B)(6) 2021 due to herniation of the reservoir. The reservoir only was received for examination. Examination of the returned component revealed no abnormalities that would have contributed to the report of herniation. However, because examination of the returned component may not conclusively confirm or disprove the report of herniation, quality accepts the physician¿s observations of such as the reason for surgical intervention. D4 lot#: 7775100. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a herniation of the device reservoir resulted in an explantation and replacement of the reservoir. The other elements of the device were not replaced. There is no information available to speak to whether the patient experienced any adverse reactions due to the device migration.